Event description:
Incident: my daughter turned on the heating pad and had it under her upper back. She fell asleep and woke up to the smell of smoke. When she got up to check where the smell was coming from, she saw that her pillows were smoking. Apparently the heating pad shifted up in her sleep and got tucked under her pillow. It burned both pillows, a couple of decorative throw pillows near by and also burned down to the mattress. Document: (B)(4). Report number: (B)(4). Retailer: (B)(6). Retailer state: (B)(6). The product was not damaged before the incident. The product was not modified before the incident.